Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. Further review showed the impedances have been high near the right atrial coil for a few years, so reprogramming was suggested by boston scientific technical services. At this time, the rv lead remains in service. The patient is being monitored. No adverse patient effects were reported.